Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 80-year-old male with a pre-support clinical state consistent with scai shock stage d underwent impella cp support via right femoral percutaneous arterial access for high-risk percutaneous coronary intervention. The device was implanted and functioned as intended, operating at p-7 with flows of approximately 3.1 l/min using a d5w sodium bicarbonate purge solution. During support, a ¿placement signal not reliable¿ alarm was observed on the aic screen, and the placement signal waveform was not visible; however, impella flow and motor current remained present, and pump positioning was confirmed via echocardiography. The patient had undergone earlier catheterization lab intervention including shockwave therapy. The pump was not exchanged, and there was no device removal due to the reported alarm. Despite continued support, the patient¿s condition deteriorated, care was withdrawn, and the patient subsequently expired the same day. The reported alarm did not result in loss of pump flow or require device intervention. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.